Manufacturer narrative:
Sr-(B)(4). Relevant tests/laboratory data, including dates - correction "(B)(4) 2018: cgm 6.0mmol/dl; bg meter 15.4mg/dl"

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2018. The patient stated based on the cgm reading, they decided to inject herself with insulin which led to hypoglycemia. Due to the hypoglycemic event, the patient was driving and crashed into a guardrail and was take to the accident and emergency department. Treatment was unknown; however, the patient stated they were no injured during the car accident. At the time of contact, the patient was doing well. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The root cause could not be determined via data.